Event description:
The customer reported a system lock up as a result of a communications fail error message. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The connectors were reseated and the power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.